Event description:
It was reported that the patient has received shocks and in the physician opinion arrhythmia were supraventricular and shocks were not appropriate. Patient medical condition was good. This issue was clinically resolved by reprogramming the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.